Event description:
A customer reported intermittent negative or zero (0) results for triglyceride for patient samples and quality control samples when using the au680 clinical chemistry analyzer. All results were flagged with g flag indicating the results were below the lower end of the dynamic range for that assay and required repeating. In addition to the g flag, the results were also flagged with @, &, and l. There were no erroneous test results reported out of the laboratory. All samples with negative results were retested and reported. There was no death or injury, or affect to patient treatment reported for this event.

Manufacturer narrative:
On 02/10/2014, the fse removed the reagent transfer assemblies for both r1 and r2. The shaft and worm gear were lubricated and the assemblies re-installed. Reagent syringes and probes were replaced. System was calibrated and quality control (qc) performed. Instrument was verified to meet performance specifications. Failure mode: multiple consumables were replaced. No isolated failure mode can be established. This MDR is related to another MDR reported for the same type of event on different date: 9612296-2014-00035.